Event description:
It was reported that the friday prior to this report the patient had begun to feel like his stimulation did not have power and then it did. Impedances looked normal and patient was at 2.56v for battery voltage between 40 and 90%. The patient had had multiple devices and was familiar with stimulation change at battery end of life. A longevity calculation to estimate battery life was performed. It was noted that the patient¿s batteries averaged around 42 months. The 6.1 years until end of service with 1 minute off 1 minute on cycling and 3.2 years until end of service without cycling. Additional information received reported impedance test was normal and there was a huge percentage of remaining battery range, 40-90%. Settings were checked and it was likely closer to 90%. Patient was getting good therapy. Patient was told to watch for return of symptoms and low battery light.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted:(B)(6) 2009, product type: programmer, patient. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3888-28, lot# l48653, implanted: (B)(6) 1998, product type: lead. (B)(4).